Event description:
It was reported that the console had a low performance or power. In addition, it was noted that error code 83 (brick 1 lamp has aged) was prompted. No further information was reported. Boston scientific has been unable to obtain additional information regarding procedure and/or patient outcome to date, despite good faith efforts.

Event description:
It was reported that the console had a low performance or power. In addition, it was noted that error code 83 (brick 1 lamp has aged) was prompted. No further information was reported. Boston scientific has been unable to obtain additional information regarding procedure and/or patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was not returned for analysis; however, it was serviced at the customer's site by a field service engineer (fse). During inspection the fse checked the error logs and confirmed that errors 63 and 83 had occurred. Additionally, brick 1 had low output due to a burnt optic. The second relay mirror was found, replaced, and aligned. The coolant was topped up, and the debris shield was replaced. The reported low power issue was resolved after the debris shield was replaced. Additionally, the reported error 83 that occurred was resolved after the relay mirror was replaced. The console then passed functional testing and was ready for use. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.